Event description:
Reported alleged discrepant back to back blood glucose results of 309, 175, & 89 mg/dl, all taken within 1 min apart from each other when testing was performed on the compact plus system. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.